Event description:
Device explanted due to impedances greater than 3000 on both leads. The root cause of the issue could not be determined. Physician elected to replace everything. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status, 10 charging cycles were recorded to the devices memory. The memory content of the ICD was inspected. The inspection revealed an increased shock impedance since march 14, 2021 with values of greater than 150 ohms. Based on the impedance trend data the pacing impedance in atrium and ventricle are inconspicuous until march 19, 2021. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device was fully functional. There was no indication of device malfunction.